Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for lysis of adhesions, bowel obstructions, and explant of the device. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006:the patient underwent repair of an incarcerated incisional hernia with composite mesh. A bard/davol composix kugel hernia patch small oval, was implanted in patient during this repair. (B)(6) 2015:the patient underwent surgery to have an exploratory laparotomy due to a small bowel obstruction. During the surgery, the doctor found multiple adhesions of the small bowel to the anterior abdominal wall which required meticulous lysis of adhesion in order to divide the small bowel away from the mesh. (B)(6) 2017:the patient underwent surgery to have an exploratory laparotomy, resection of the abdominal wall mesh and small bowel resection and the removal of the bard/davol composix kugel patch. The patient continues to experience complications related to the composix kugel. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel patch.